Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient¿s cgm reading was 300 mg/dl, and the bg meter reading was 48 mg/dl. The patient was also wearing the omnipod 5 insulin pump. The patient self-treated with 7-up soda and went to the ER due to the inaccuracy. At the ER, the patient was given baqsimi (nasal glucagon) by a nurse. The patient was observed in the ER for approximately 2 hours before being discharged home. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.